Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm and external ram crc error alarm on their insulin pump. Customer¿s blood glucose level was 115 mg/dl. Troubleshooting for the unexpected restart alarm was performed. Customer advised they were unable to perform the self-test and they were not in a position to the replace the battery on the device. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.